Event description:
It was reported that this device was explanted due to premature battery depletion. The device reached end-of-life battery status in approximately six years of implant time. Also, the was a battery depletion error on the programmer. There were no additional adverse patient effects.